Event description:
A n400 fetal oximeter sensor was placed at 0025 hrs, 2002, with an initial reading over 30%. At 0100 fsp02 drops to 22%, rises to 50%. Signal lost at 0116 hrs. Pt delivered still born at 0139.